Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from colombia that during service and evaluation, it was determined that the sagittal saw attachment device moving parts did not move smoothly, the device was frozen and did not move. It was further determined that the device failed pretest for mechanical free movement, general function in running mode and oscillation frequency with frequency meter. It was noted in the service order that the device stopped working in the middle of an unspecified surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.